Manufacturer narrative:
Per the tandem user guide: do not use alternative blood glucose site testing (blood from your palm or forearm, etc.) For calibration. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 44 mg/dl, and the meter bg reading was 138 mg/dl. Reportedly, the customer performed a calibration and cgm readings became accurate. No additional patient or event information was available. Reportedly, customer used an alternative blood glucose testing site.